Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately nine months post implant that the right ventricular (rv) lead exhibited intermittent ventricular sensing. The undersensing did not appear to delay therapies. The rv lead remains in use. No patient complications have been reported as a result of this event.